Event description:
On (B)(6) 2009, stryker biotech received a report that a patient (B)(6) who received op-1 implant as part of an unspecified procedure on (B)(6) 2009 was experiencing 'a lot of swelling, and some pain', according to the physician. The physician stated, however, that the patient's bone appeared to be healing. Additional information has been requested. Follow-up received on (B)(6) 2009: patient received to repair an advanced collapse of the scapholunate with pain and arthritis. The op-1 was mixed with saline and staples were used in the procedure. The surgeon reported that there was some swelling of the right wrist approximately five weeks after surgery; however, there was no cellulitis, warmth or infection in the area of the swelling. The pt was not admitted to the hospital to treat the adverse event. X-rays of the wrist showed good alignment of the four corner fusion and the staples were intact; scaphoid was absent. The surgeon advised the patient to use of sunscreen on the area, to massage the area at nighttime with aloe; and a splint was fit and applied to the area. The surgeon also reviewed hand restrictions with the patient. At the time of the follow-up report, the swelling was reported to be improved, and the patient was "getting better". Concomitant medications used by the patient included: nortriptyline, klonopin, benzapril, atenolol, norvasc and lovastatin. The patient had a medical/surgical history of hypertension, gout, elevated cholesterol, appendectomy and the removal of a left arm bone tumor. The physician did not considered the adverse event to be serious; he did not know if the adverse event was causally related to the op-1 product. No additional information is expected.